Event description:
Dialysis treatment initiated on fres machine. Dialyzer - 18th use. Treatment scheduled for 2-3/4-hours - weight loss goal 10 lbs. One hour and 20 minutes after initiation pt c/o feeling bad. Bp 1001. Treatment given. Uf turned off. Uf showed 2260 ml . 9 minutes later bp 801. 10 minutes later bp 721. Pt taken off dialysis - blood rinsed back. Pt weighted at this point - one hour forty minutes into treatment pt had lost 9 lbs. Machine pulled. Treatment restarted onanother machine. Pt completed treatment w/o further difficultydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.